Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose level. The issue was resolved on its own and customer was able to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.